Manufacturer narrative:
The device was returned for the reported event of failure to interrogate. Analysis found the implantable cardioverter defibrillator was below elective replacement indicator. The hybrid circuitry was damaged by electrical and thermal overstress, resulting in battery depletion and communication issues. The reported event was confirmed due to the hybrid anomaly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. Prior to procedure, the implantable cardioverter defibrillator was unable to be interrogated via inductive telemetry. The physician replaced the device for the procedure. The patient was discharged post-procedure.